Event description:
A (B)(6) female pt called zoll customer support to report that her monitor response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the response buttons were not functional. The cause for the response button failure was isolated to corrosion on the auxiliary pca board, resulting in short. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corrosion. The pt received a replacement monitor.